Event description:
Note: this manufacturer report pertains to the first of two devices used in the same procedure. Refer to the associated manufacturer report number 3005099803-2013-02046 for a description of the second device. It was reported to boston scientific corporation that an pinnacle posterior pelvic floor repair kit was implanted on (B)(6) 2009. According to the complainant, post-procedure, the patient presented with unspecified complications. Follow up provided by the physician's office stated that the patient did not have any complications. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.